Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen, 2000mcg/ml at 1599.3mcg/day via an implantable pump. The indications for use were intractable spasticity and spinal cord injury/spinal cord disease. On 09-aug-2019 it was reported that the empty pump alarm occurred. The patient was due for a refill. No patient symptoms and no further complications were reported or anticipated.